Manufacturer narrative:
Unit passed displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit received with cracked case at belt clip rail corner and partially broken off belt clip rail. Tested with a test p-cap and the test p-cap locked in place properly. Pump error 37 alarmed during rewind due to moisture damage on motor assembly. Moisture damage on force sensor assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.